Event description:
During the revision surgery, the patient's femur was noted to have a small crack at the calcar after broaching for a summit stem.

Manufacturer narrative:
During the revision surgery, the patients femur was noted to have a small crack at the calcar after broaching for a summit stem. Examination was not possible, as the instrument was not returned. It is not known which size instrument was being used when the reported bone crack occurred. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.